Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that log files indicated the ventricular assist device (vad) power consumption was lower than the normal operating range. The pump was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump hw25605 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through log file analysis which revealed 187 low flow alarms were recorded from (B)(6) 2017. A sustained decrease in power consumption was logged on (B)(6) 2017 to parameters below the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on available information and risk documentation, the most likely root cause of the low flows may be attributed to multiple factors including but not limited to occlusion due to thrombus at the inflow cannula/outflow graft, kink in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.